Manufacturer narrative:
Patient weight: while the exact patient weight is unknown, it was reported that the patient was approximately (B)(6).

Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using an uphold vaginal support system, the physician encountered excessive resistance when throwing the first leg assembly through the patient's right sacrospinous ligament. When the physician went to pull the capio device back out of the patient, the needle, with a bit of suture, detached. The needle, with a bit of suture, was reportedly captured in the capio device and did not fall loose inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.